Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-22. H.6. Investigation summary one photo containing ten loose 5ml syringes was received and evaluated. It was observed nine of the syringes contained black foreign matter particles attached to the outside of the barrels in various locations. The particles appeared to be contact ink smears with all nine of the barrels containing 6 or more. The number of ink smears observed was rejectable per product specification. One of the syringes in the photo was observed to have damaged plunger rod thumb rest and rib, which is a rejectable condition per product specification. Returned samples confirmed what was observed in the photo. 9 syringes had had rejectable ink smears on the barrels and 1 syringe had damaged plunger rod, which was rejectable per specification as well. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged plunger rod defect is associated with the assembly process. Potential root cause for the ink particles is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9315917 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 5ml ll bns contained foreign matter. The following information was provided by the initial reporter: "it was reported that 320 syringes have black dots."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll bns contained foreign matter. The following information was provided by the initial reporter: "it was reported that 320 syringes have black dots."